Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional peripheral angiogram procedure. Reportedly, the nick and spread incision was good. During deployment, the thumb advancer advanced 95 percent of the way and stopped and would not advance any further. The safety release mechanism was activated and the entire device was removed. Hemostasis was achieved by applying manual arterial compression. Once the device was out of the patient, the starclose clip was found stuck in the tip of the device. There was no reported adverse patient sequela. Reportedly, there was a clinically significant delay of 30 minutes due to manual arterial compression being applied to achieve hemostasis. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported event of the clip caught at the distal end of the device was confirmed. During testing, the thumb advancer stroke was completed without difficulty; thus, the reported failure to advance the thumb advancer could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.